Manufacturer narrative:
Patient felt pulsing of device; settings were adjusted and now patient feels fine. No further action to be taken.

Event description:
Patient called in to the call center complaining of feeling a shocking or pulsating sensation after her recent procedure. She is wanting to be sure that is a normal feeling patient called in to the call center complaining of feeling a shocking or pulsating sensation after her recent procedure. She is wanting to be sure that is a normal feeling.

Manufacturer narrative:
Patient's provider turned up settings for stimulator and patient now feels shocking when laying on left side. They were calling to see if this was normal. Notified patient that she is safe but to notify her provider in case imaging is required or other procedures are required. Attempting further follow up.